Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, when navigating the straight probe in ent 2.3 the navigation system showed a blue screen. After verifying the straight suction the straight probe navigated without issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
After further investigation it was determined that this is a software anomaly which would not be likely to lead to any patient harm as the blue screen displays in the navigation window only on the first use and verification of the straight probe after a software upgrade. This issue would not occur in the middle of active navigation.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient sex and age provided. Weight was unavailable. Clarification: the csf leak that was repaired during this procedure was in no way caused or contributed to by the navigation system. The navigation system was just being used to repair the leak which occurred prior to the procedure.

Manufacturer narrative:
(B)(6) 2015 a medtronic representative, following-up at the site, reported the procedure was to locate and seal a cerebrospinal fluid (csf) leak. The surgery was only delayed by 2 minutes as the surgeon switched to a different probe and continued with the procedure as usual. (B)(6) 2015 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.